Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient receiving invasive ventilation via tracheostomy from an astral 150 device went into cardiac arrest during ambulance transport allegedly due to a device malfunction. The device initially emitted an orange warning alarm, followed by a red "battery empty" alarm, after which the patient reported that he was no longer receiving ventilation. The caregiver immediately initiated manual ventilation using a bag-valve mask until arrival at the emergency department. The patient went into cardiac arrest, was transferred for medical treatment, admitted to the intensive care unit, and was reported to be stable at the time of reporting.